Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Dealer states that the patient transport knob on the locking element can completely be pulled out of the hydraulic pump and fluid is leaking out. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.